Event description:
Procedure: hernia repair reportedly, while pulling a surgical scope back through the trocar, the trocar was also removed from the cavity. After that, an attempt was made to inflate the balloon, it would not expand. So a similar device was used.